Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and four curved openings on the anterior/posterior. Leak test and microscopic were performed which identified a cracked valve, striated non-penetrating nick, and four striated openings on the anterior/posterior. Based on the device analysis the final assessment was a cracked valve seat diaphragm valve, striated non-penetrating nick assessed as surgical tool scratch-like, and four striated openings on the anterior/posterior assessed as surgical damage consistent in the use of some surgical tools. Additional, changed, and/or corrected data: b.6., h.3., h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.